Event description:
A patient underwent a port implantation procedure using the powerport clearvue slim. Post procedure, the catheter broke off. The interventional radiology (ir) team retrieved the catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, one x ray was provided and reviewed. The xray shows a port on the right chest wall. The catheter is not attached. There is a catheter located in the right atrium extending up to the right superior vena cava. The end of the port appears irregular. There is no evidence of catheter attached to the port. Therefore, the investigation is confirmed for the identified disconnection and catheter migration issue. However, the investigation is inconclusive for the reported catheter broke off issue as the provided image was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port implantation procedure using the powerport clearvue slim. Post procedure, the catheter broke off. The interventional radiology (ir) team retrieved the catheter. The current status of the patient is unknown.